Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7898875. Patient's weight was requested but not received.

Event description:
It was reported patient experienced ineffective stimulation with the drg system. It is unknown which lead attributed to the issue. Surgical intervention was undertaken on (B)(6) 2025 during which a new scs system was added to address the issue. Effective therapy was established post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.